Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that their right ventricular lead exhibited over-sensing of an unspecified source. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not provided.